Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported indeterminate endoleak was identified as a type iiib of the aortic main body. A definitive cause for the event cannot be determined; however, it was likely user related due to extra manipulation during the previous re-intervention procedure (implant of 2 bare metal stents (non-endologix). The location of the type iiib endoleak is at the distal end of the bare metal stent, it is likely that the fabric of the aortic body got punctured during the procedure. The slight blush endoleak is observed on the post palmaz (non-endologix) computerized tomography (CT) scan and type iiib endoleak is at the same location on the 16-month post CT scan; therefore, relating the possibility of a user related failure. Procedure related harms identified were type ii endoleak from the lumbar artery. The final patient status was reported stable. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 1.5 years post initial procedure, a leak coming from the ovation ix main body was identified during a routine follow up. The patient is not symptomatic and an intervention is being discussed. Note: this patient had a previously reported event for a type 1a endoleak that was resolved by implanting a palmaz (non-endologix) on (B)(6) 2019. This was reported under 3008011247-2019-00025. Subsequent to the initial report, clinical assessment identified a type ii endoleak (non-device related) that had occurred and was not included with in the event as reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 1.5 years post initial procedure, a leak coming from the ovation ix main body was identified during a routine follow up. The patient is not symptomatic and an intervention is being discussed. This patient had a previously reported event for a type 1a endoleak that was resolved by implanting a palmaz (non-endologix) on (B)(6) 2019. This was reported under 3008011247-2019-00025.